Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead dislodged and became fixed in the heart tissue/structure. As it was not possible to remove or reposition the lead, it was capped and replaced. This was an implant attempt. There were no further patient complications reported as a result of this event.